Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up to the insulin pump alarming a critical pump error. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer stated the insulin pump had said to rewind it but the rewind never worked. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to corroded motor home switch. The insulin pump was received with corroded electronic assemblies. The insulin pump was received with minor scratches on case and minor scratches on lcd window.